Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to lcd damage. Receiver charge and boot tests was performed and passed. Functional tests was performed and passed relevant tests but failed display pattern test. Internal visual inspection was performed and failed due to water damage. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be moisture damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.